Event description:
Event description guidant received information that this transvenous defibrillation lead was fractured, and also exhibited insulation damage. Consequently, noise was observed on the ventricular rate sense channel, and the patient received an inappropriate shock. The physician elected to cap and surgically abandon this lead, and implanted a similar lead without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.